Event description:
It was reported that the patient presented in hospital after receiving therapy. Upon interrogation of the device an alert message for possible output circuit damage and episodes of aborted therapy were observed. Capacitor maintenance test was also aborted. Lead issue was suspected. Further testing will be performed at device change out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.